Event description:
Cook became aware of the attached clinical literature article involving cook hemospray endoscopic hemostat. The following are relevant excerpts: "patients from dec 2011 to april 2017 from facilities in singapore, canada, united kingdom, the netherlands, us, and china. In 1 procedure (1.5%), both delivery catheters occluded and the device could not be deployed- treated with alternative hemostasis methods ..." Sung jjy, moreea s, dhaliwal h, moffatt dc, ragunath k, ponich t, barkun an, kuipers ej, bailey r, donnellan f, wagner d, sanborn k, lau j, the use of topical mineral powder as monotherapy for treatment of active peptic ulcer bleeding, gastrointestinal endoscopy (2022), doi:https://doi.org/10.1016/j.gie.2022.01.020.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Catheter occlusion/clogging can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The instructions for use also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." To assist the user in preparing and using the device, the instructions for use states, "remove device from package and attach catheter to handle, ensuring connection is secure... Before inserting catheter into accessory channel, identify bleeding site, remove as much blood as possible, then flush accessory channel with air... Slowly advance catheter through accessory channel in short increments until catheter tip is visualized endoscopically." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.